Manufacturer narrative:
The customer filed a medwatch report (medwatch (B)(4)) related to this event. As the serial number provided was incorrect, a DHR review could not be performed. The customer never returned the device to moog for evaluation.

Event description:
Customer states: medwatch (B)(4): "multiple reports of pumps alarming, stopping infusion, usually stating "air in line" troubleshooting fails to indicate a specific cause. Sometimes pump is exchanged or tubing is changed with correction of issue. Troubleshooting included reprime of tubing, make sure tubing not crimped, battery replacement, "reboot" of devices" customer did not provide serial number(s). (B)(4).